Event description:
It was reported that size 4/0 polyglycolic acid suture broke during normal procedure. (Lot# 190408-53) the distributor has been contacted several times and hasn't provided details of the event. If additional information is received a supplemental MDR will be submitted.